Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which was reproduced while running a loaded set. The alarms were confirmed during a review of the event history log. During evaluation, a failing upstream sensor with low fluid numbers was determined to be the cause of the alarms. The failed upstream sensor was replaced. Additional information: (low readings).